Event description:
It was reported "power buttons have to be pressed really hard to work." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.